Event description:
Patient brought emergently from ccu(critical care unit) to cath lab for thrombectomy procedure with md. Yellow light came on penumbra machine which indicates that the clot is too thick so you have to pull back and try again. Then the system would not suck anymore. He really feels like there is nothing wrong with the penumbra catheter (lightning 12) or system; but we pulled machine and kept product for pm(preventative maintenance) and check just in case. Vendor was also made aware of the incident. FDA safety report ID # (B)(4).